Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged nausea and/or vomiting, and cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged nausea and/or vomiting, and cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The ventilator was returned to the manufacturer for evaluation and no visible foam particles were noted in the airpath. No repair performed due to the device not needed for inventory. The unit was scrapped.